Manufacturer narrative:
(B)(4). No visual, functional and dimensional inspection can be performed since the device sample is not available for evaluation. Failure mode could not be duplicated since is unknown the reason why the adaptor is not threading correctly to the oxygen outlet, however functional test was performed to 30 subassembly (p/n: 12136) no issues or discrepancies were found. The device history record (DHR) of the product 30228 batch number 74a1502590 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The DHR shows that the product was assembled and inspected according to our specifications. Note: part number provided (403128) is invalid number based on the DHR. The correct part number is 30228. Regarding other customer complaints from this same issue, a CAPA file #(B)(4) was opened. No conclusion can be established at this time based on the lack of device sample. It is necessary have the physical sample in order to perform a proper investigation. If the device sample becomes available this complaint will be reopened.

Event description:
The customer alleges that it was very difficult to screw the adaptor to the flowmeter.